Event description:
The user presented sudden deafness in the left ear in 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient never had satisfactory benefit with the device. According to the clinic report, the recipient experienced sudden sensorineural hearing loss (ssnhl) and tinnitus prior to cochlear implantation. Further, diagnostic images indicate a possible slight electrode migration, which might have been facilitated by the reported postoperative, device unrelated otitis with effusion. However, the number of channels available for stimulation should be sufficient to provide good sound discrimination and in situ measurements are indicative of a functional device. Therefore, the reported hearing difficulties might be explained by a combination of factors, in the presence of a functional device, including partial migration, coexistence of pre-existing tinnitus, and the reported unrealistic expectations combined with inconsistent device use. The device remains implanted and no information on possible further steps has been received.

Event description:
The user presented sudden deafness associated with tinnitus in the left ear in 2020. Since the activation, the user only hears noise with the audio processor and cannot use it and therefore, she did not use the audio processor continuously since activation. The user perceives tinnitus with and without the audio processor.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the recipient never had satisfactory benefit with the device. According to the clinic report, the recipient experienced sudden sensorineural hearing loss (ssnhl) and tinnitus prior to cochlear implantation. Further, diagnostic images indicate a possible slight electrode migration, which might have been facilitated by the reported postoperative, device unrelated otitis with effusion. However, the number of channels available for stimulation should be sufficient to provide good sound discrimination and in situ measurements are indicative of a functional device. Therefore, the reported hearing difficulties might be explained by a combination of factors, in the presence of a functional device, including partial migration, coexistence of pre-existing tinnitus, and the reported unrealistic expectations combined with inconsistent device use. This is a final report.

Event description:
Since the activation, the user only heard noise with the audio processor and could not use it and therefore, she did not use the audio processor continuously since activation. Reportedly, the user may had unrealistic expectations. The user has been explanted of the device.